Manufacturer narrative:
Correction: the MDR # is incorrect, please refer to MDR #9612296-2016-00121.

Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched and evaluated the instrument. The fse replaced the buffer valve to resolve the issue.

Event description:
The customer reported to beckman coulter (bec) customer technical support (cts) that they obtained false high sodium (na), false high potassium (k), and false high chloride (cl) results on two (2) patient samples involving the au5821 clinical chemistry analyzer. The results were not reported out of the laboratory. Quality control was within laboratory established ranges prior to the event. There was no effect to patient treatment in connection with the event.